Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage was found during a pretest.

Event description:
It was reported that water leakage was found during a pretest.

Manufacturer narrative:
Although the reported event was confirmed, a root cause could not be determined. The inspector received one unused silicone catheter with no packaging and confirmed to be 18fr. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and a leak was noted from a tear in the balloon. No pieces were missing. No pieces were missing. Ip7601690 revision 13 was reviewed and states "balloon must not be torn." Tear was measured to be 0.4510 inches in length. Active length of the balloon was 0.7395 inches. According to specification, the active length should be 0.60-0.90 inches. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(3) be careful that te catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]